Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer blood glucose was unknown mg/dl. The customer was admitted to the hospital. The hospital lost the customer insulin pump. Customer stated the perceived cause of the low blood glucose was rushed, could have over corrected.